Event description:
The customer alleged that she performed a control test using her contour meter and received a result of 548 mg/dl. She stated the normal control range was 107-148 mg/dl. The customer did not have her meter with her at the time of the call, so troubleshooting was not possible. Customer service contacted the customer after the initial call, but she disconnected the call. No product will be returned.

Manufacturer narrative:
It was not possible to determine the meter manufacture date without a serial number.